Manufacturer narrative:
No conclusion code available; failure event observed during analysis. External insulation abrasion was noted from 7.3 cm to 8.1 cm from the connector pin, consistent with friction to another implantable device. The etfe was intact at this location. All other damage was sustained during procedure. The lead was otherwise normal.

Event description:
This report is to advise of an event observed during analysis.